Event description:
A device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the third-party service center evaluation, the device was visually inspected/scrapped and found to have evidence of containing the sound abatement foam referenced in the recall - foam particles were visible during the evaluation. In addition, slight dust was visible during the evaluation. No further investigation can be performed at this time. If additional information is received, a follow-up report will be filed.